Event description:
The plaintiff's attorney alleged the (unknown) decedent experienced a cardiovascular event and subsequently expired on ni/ni/ni after use of the product.

Manufacturer narrative:
The medwatch report is associated with MDR # 1225714-2013-00407.